Manufacturer narrative:
Correction corrected data: h10 additional information 50 devices were not reprocessed or reused.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. - 42 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 50 events were reported for this quarter. Product return status 2 devices were received. 48 devices were evaluated based on historical data analysis. Additional information 50 devices were not labeled for single-use. 50 devices were reprocessed or reused.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. 42 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.